Event description:
Further follow-up indicates the patient had their system explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention may be pending.